Event description:
The customer reported, the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problems. System is operating as intended. (B)(4).